Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted or rewind anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 to 32 mg/dl at the time of the incident. The customer was at 56 mg/dl at the time of admission, and 164 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as being pale and shaking arms. The customer was wearing the insulin pump during the incident. The nurse at the hospital stated that they thought the customer had the low due to pump malfunction and over delivery. The pump could not rewind. Troubleshooting was completed but did not resolve the issue. The customer was going to be released and to use manual injections. The insulin pump will be returned for analysis.